Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned to a third-party distributor and the reported issue was identified. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the third-party investigation, it is likely that high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. A definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the bronchovideoscope's plastic distal end cover was found burnt during receipt inspection. There were no reports of patient harm.